Manufacturer narrative:
Device evaluation: the device was sent to the karl storz assessment and repair department for inspection. During the technical inspection, the error description provided by the customer, "foggy vision", could be confirmed. The distal solder seam has been chemically corroded and is leaking. The leak allowed moisture to penetrate the lens system unhindered. Furthermore, dirt particles are visible inside the rod lens system. The dirt particles are consequential of the wear and tear and also the impact points at the distal end. The imaging is negatively affected by moisture and the unknown adhering residues on the distal cover glass. The defects/damage found are not due to a manufacturing/production error but can be attributed to an incorrect reprocessing method and the regular clinical use. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the vision was foggy. No negative impact in state of health reported.